Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder had no color, due to damage on plug unit, the focus was not changed to near point, due to damage on endoscopic position detecting unit probe, endoscopic position detecting unit function does not work, adhesives around objective lens had white clouded area, adhesive on bending section cover had a discolored area, and the universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water cylinder has foreign material. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.